Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose at the time of the incident was 455 mg/dl. The customer states they treated with a syringe for the high blood glucose, but it only brought the blood glucose down 100. The customer did experiencing symptoms of excessive thirst and dry mouth. The customer did not contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Troubleshooting was not completed, because the customer did not have a tubing clamp. The device will not be returned for analysis.